Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pocket not recognized that it was empty. The technical service engineer confirmed that the customer sorted out the issue and resolved it. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, the empty pocket of med does not move to the next pocket. The customer reported that unable to get medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.